Event description:
It was reported that the customer was treated by the paramedics for low blood sugars. Troubleshooting revealed that the customer was priming a new infusion set and noticed the insulin was delivering at 14 units. She then inserted the set into her body, pushed some buttons, got confused and noticed an alarm asking if priming was complete. At the point, the pump indicated that it had delivered 50 units. Explained the importance of remaining disconnected until priming is complete.